Manufacturer narrative:
The investigation determined that a lower than expected digoxin (dgxn) result was obtained when a vitros performance verifier (pv) fluid was tested using vitros dgxn slides lot 1923-0260-7359on a vitros 5600 integrated system. The most likely assignable cause is an issue with the vitros 5600 integrated system. Although a diagnostic vitros dgxn precision was not run, the customers non-vitros mas qc fluid and ortho tdm pv qc fluid results were not as expected when starting a new lot of vitros dgxn, and the customer was experiencing calibration failures. Two different ortho field engineers went to the customer site and performed service actions that included replacing the z track on the immunowash fluid (iwf) module; replacing the iwf module; replacing the optics on the reflectometer; replacing the rt blade, cm eject blade, and insert blades 1 and 2; replacing the cm/rt drive motor; and replacing the iwf shuttle assembly. The ortho field engineer also performed all related adjustments. Following these service actions, the customers non-vitros mas qc fluid and ortho tdm pv qc fluid results were as expected. (B)(4)

Event description:
A customer obtained a lower than expected digoxin (dgxn) result when a vitros performance verifier (pv) fluid was tested using vitros dgxn slides lot 1923-0260-7359 on a vitros 5600 integrated system. Vitros tdm pviii lot a8117 vitros dgxn result of 1.87 ng/ml vs the expected result of 2.65 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros dgxn result was obtained from a non-patient fluid. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4)